Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated as the actual dates were not provided in the initial report. The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. The instructions for use (IFU) were reviewed. Stent obstruction is identified in the device labeling as known inherent risk of glaucoma surgery. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, quality product deficiency was not identified. The omitted information was requested but was not provided. MFR reference # (B)(4).

Event description:
The surgeon reported that an istent patient presented at the one month post-operative exam with stent obstruction. During the istent implantation the surgeon reported that the trabecular meshwork was "stiff" and resistance was felt during implantation. The implantation was successful on first attempt with mild bleeding. At the one month post-operative exam the surgeon performed gonioscopy but the istent could not be visualized (at the implantation site or lower part of the angle). When anterior segment oct was performed a metallic reflection under peripheral anterior synechia (pas) formation was observed at the same location where the stent was seen a few days post-op. Gonioscopy was performed again and pas formation was confirmed where the stent had been implanted. Additional clinical follow-up was requested and on 03-12-2018 the surgeon reported the following additional details. The surgeon determined no treatment should be needed but instead monitor the patient, because the patient's condition is good and intraocular pressure (iop) is better controlled than pre-operatively

Manufacturer narrative:
(Occurrence date is unknown. Best estimated provided based on the reported information). The device history records were reviewed for this manufacturing lot(108205) and there were no non-conformities found to be related to the reported event. (B)(4).

Event description:
The surgeon provided the following additional information on (B)(6) 2018: the patient underwent trabecular micro-bypass stent surgery in the left eye on (B)(6) 2018.